Event description:
Consumer's daughter reported that her mother used the product to cover an area on her abdomen where she had stitches. Consumer's daughter alleged that, within two days of using the product, her mother developed an allergic reaction (severe rash) which then led to an infection; she stated that the dr was unable to remove her mother's stitches because of this. Her mother was placed on antibiotics and a topical ointment in order to clear up the infection before having her stitches removed.